Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to infection. The modular head, femoral stem and taper adapter were removed and replaced with cement spacer molds.